Manufacturer narrative:
The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab experienced constant gas loss. The customer noted that there was a hole in the iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab experienced constant gas loss. The customer noted that there was a hole in the iab. There was no patient harm or adverse event reported.